Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion (pbd).

Event description:
Boston scientific received information that the battery status of this implantable cardioverter defibrillator (ICD) was 2.5 years remaining since implant of approximately 2 years ago. Previously, it was noted that the device delivered multiple shocks and the atrial output had been increased as there was transient increase in right atrial (ra) lead threshold that likely due to electrolyte imbalance. The device was then reprogrammed and interrogated again with the same remaining battery status. Further, analysis of the memory dump suggested the device power consumption was approximately 3 times that of what was normally expected and the cause was unknown. A boston scientific technical services (ts) advised to replace device as function could not be guaranteed. Additional information was received stating that the shocks delivered were appropriate. The device would be returned for analysis after replacement. The device remains in service at this time. No adverse patient effects were reported.